Event description:
While filling a 60ml syringe with propofol, the drug leaked past the plunger seals. The liquid ran down the arm of the nurse. This happened 4 times. All events were isolated to our MRI. It happened to 2 different nurses. For the first 3 events, the packaging was not saved, but the department manager provided all the lot numbers that MRI had of these specific syringes. On the 4th event, the nurse did save the packaging. It was one of the 3 lot numbers previously made available by the department supervisor. Risk to patient as the sterility of syringe is compromised. Manufacturer response per site reporter, they inspected the failed products, took pictures of fluid between seals, which shows how seals of the syringe ram did hold. They have assisted to pull the lot from stock and are in the process of replacing this stock. They are making arrangements for hospital to mail the failed syringes back to them.